Manufacturer narrative:
A steris service technician inspected the system 1e processor and found that the water hose from the connection on the ab prefilter to the uv light had disconnected. Steris attributes the reported event to prior servicing of the device, specifically cleaning activities performed on the uv light assembly which required the hoses on the uv light assembly to be disconnected. Service management is evaluating install instructions and associated training and will ensure re-training of the technician when revised documents are released. No further recurrences of this nature have occurred at the user facility.

Event description:
The user facility reported that a water hose from a system 1e processor had disconnected, causing the unit to leak water into the room where it was located and into the hallway and adjacent rooms. No injuries were reported.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).